Event description:
It was reported an asymptomatic patient presented to the emergency room after feeling a vibratory notifier. A long charge timeout was noted from the most recent capacitor maintenance test and confirmed by a manual capacitor maintenance performed in the emergency room. There were no reports of recent surgery or electromagnetic interference exposure. The device was explanted and replaced. The patient was doing fine at time of replacement.